Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 792 mg/dl and ketones were elevated. Customer described ketone level as being dangerous. A bolus was delivered to address bg. Infusion set site was changed. Customer went to the emergency room (ER) and was subsequently admitted to the hospital. Fluids and insulin were delivered. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018. Customer reverted to using manual injections for insulin therapy. Customer alleged pump was not delivering insulin properly. Customer had turned the pump off and declined to charge pump battery to review pump history. As tandem technical support was not contacted at the time of the event, a cause could not be determined.